Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program administrator reported that after one month of support, the patient was admitted due to complaints of severe headaches and difficulty in reading comprehension. A head CT was positive for infarct of indeterminate age in the left posterior cerebral artery/middle cerebral artery (pca/mca) territory due to an embolic stroke. After a four-day stay in the hospital, the patient was discharged home with no residual effects. Routine bi-weekly labs showed elevated lactate dehydrogenase (ldh) levels and tea colored urine. The patient was readmitted for further evaluation and work up to rule out pump thrombosis. A computed tomography angiography (cta) and trans-esophageal echocardiogram (tee) performed by the hospital showed no evidence obstruction in the inflow graft or outflow cannula and there was no thrombus at the noncoronary cusp. The patient's hospital stay was reportedly complicated by a driveline infection and staphylococcus epidermidis bacteremia. A peripherally inserted central catheter (PICC) line was placed and the patient was discharged home on a vancomycin IV. The patient subsequently received a heart from a donor and was successfully transplanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.